Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. The clips were malformed. Another device was used to complete the case. There was no further consequence to the pt.